Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The analysis did not confirmed the allegations based on a passing helix mechanism test and found no evidence to verify placement difficulty. Moreover, the lead tip appears intact and undamaged. Further, there were no evidence of device defect, malfunction or abnormal damage found.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to placement difficulty. Moreover, the helix did not also fully extend. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead has been received for analysis. Upon completion of analysis of the complaint lead, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to placement difficulty. Moreover, the helix did not also fully extend. The lead was never in service. No adverse patient effects were reported.